Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report partial clip movement requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that imaging was difficult due to the rotated heart. A ntw clip was implanted in the central section of a2p2 with satisfactory results. There was a moderate-severe residual jet so another nt clip was used. The clip was attempted to be placed laterally, but it became entangled in the sub-valvular apparatus multiple times. An interclip eccentric jet was created. The first clip was partially detached from the posterior leaflet, most likely due to entanglement with the second clip that caused tension on the posterior leaflet. The second clip was placed to avoid further damage and support the first clip. The mr was reduced to 3-4. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received: the first clip had a single leaflet device attachment (slda). The first clip was dislodged due to the second clip causing tension on the leaflets. Tissue damage was suspected either due to slda and/or the clip getting caught in chordae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and the reported single leaflet device attachment (slda) and device dislodged by another device appear to be related to procedural circumstances associated with the second clip interacting with the anatomy causing an slda of the first implanted clip. The poor image resolution is associated with patient and procedural conditions. The unspecified tissue injury is related to procedural circumstances associated with slda and the other clip becoming caught in chordae. Tissue damage is a known possible complication associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.code 4582 (no clinical signs symptoms or conditions) was removed. Code 4003 (migration) was removed.